Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implanted implantable cardioverter defibrillator (ICD) system had noise on both the right ventricular (rv) rate-sense and high-voltage leads. The noise led to pacing inhibition longer than 3 seconds duration. Boston scientific technical services (ts) noted that the impedance measurements on the rv rate-sense lead are lower than they were on the previous lead. Ts discussed that noise could potentially be due to diaphragmatic oversensing or electromagnetic interference (emi) but stated that it did not look like myopotential oversensing. This system remains in service. No adverse patient effects were reported.